Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to pull tablets form a patient dose. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device of this incident, it was determined that the nurse could not pull multiple tablets to form a patient dose. A technical support specialist (tss) had reached out to the team and was advised to try steps: remove, unpend, pend, load the affected medication. After testing, nurses were still unable to dispense. Tss checked formulary settings and consulted senior agents, then suggested enabling ¿remove order with undetermined dose¿ and disabling ¿use dispense amount¿ for brooklane. Tss requested the customer to apply these changes and waiting for the customer response. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to pull tablets form a patient dose. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.